Manufacturer narrative:
PMA / 510(k)#: k011369, k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a detached syringe detected by end user. Neither photo nor sample was provided to bd medical - pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record's review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql's), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Root cause description: complaint is unconfirmed.

Event description:
It was reported that product damage and issues occurred before use with a ultrasafe x100l png clear nvs stein. The following information was provided by the initial reporter: "the patient reported that when she received her duel pack of prefilled syringes on friday the outer plastic piece was not attached stating "when I got them they were not completely assembled". She shared that it is the plastic piece that goes over the outside of the glass syringe and further explained "it is where you grab and hold it." She shared "around the glass syringe, none of that was on the syringe." The patient reported being able to snap the plastic piece onto on of her syringes but stated that the lid was on the syringe and the needle was still capped making it so the syringe could not be used."